Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The event history log (ehl) could not be downloaded due to power up issue. The pump was unable to power up. The issue occurred because the interconnect board and power supply board were damaged from fluid ingression. Fluid entered the pump through the barrel clamp assembly. Improper cleaning of the pump by the end user was established as the root cause. The interconnect and power supply boards were replaced to address the product fault.

Event description:
It was reported that the medfusion pump had a burnt/damaged board. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: additional information was received by smiths medical and attached on (B)(6) 2021, the pump was reported as not working, there was no patient involved.